Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the patient's routine postoperative check on (B)(6) 2012, a mesh exposure in the left sulcus of the vagina was noted. The patient experienced dyspareunia. The patient underwent an excision of the exposed mesh on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.